Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dents and scratches were seen on the insulation. The unit passed the insulation scan test. The probable root causes could be user misuse or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation was compromised.